Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation in the right cornu') in an adult female patient who had essure (ess205) (batch no. 624481,581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). Lot number: 581710 manufacturing date: 2007/03 expiration date: 2009/02 lot number: 624481 manufacturing date: 2007/05 expiration date: 2009/04 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation in the right cornu') in an adult female patient who had essure (ess205) (batch no. 624481,581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On 28-aug-2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received : event "uterine perforation in the right cornu", lot number, reporter added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.